Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during unrelated procedure, the pulse generator was attempted for firmware upgrade. During the process, the device went into backup vvi mode. The device was restored. No further information was reported.